Event description:
Country of complaint: (B)(6) during inguinal hernia repair, the scrub nurse found that the suture was disassembled upon removal from the pack.

Manufacturer narrative:
Review of stock: no units of this batch code in stock at the OEM. This product code and batch number had (B)(6) units produced. No other complaints involving this product code and batch are on file. Batch record: review of the corresponding batch manufacturing documentation was performed, in which the control process and control of finished goods were checked, and no deviations or alterations were identified during the process. The units received were checked visually, showing that the samples were without a needle, which is ot to specification. This complaint is justified, as complaint product does not meet specification. Actions are being taken at the OEM to evaluate and correct the cause that is generating this fault.